Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment, the programmer would not power on and the power supply was replaced to resolve. Analysis also found that the programmer was missing its stylus so one was installed and calibrated, that the system fan was noisy, the right keyboard hinge was broken and the power cord bay door tabs were broken. Concomitant medical products: product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer "crashed" and does not power on. The programmer was returned for service. No patient complications have been reported as a result of this event.